Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: strip issue, user has low glucose value.

Event description:
Consumer complaint of blood result reading "lo". Performed back to back blood test at the time of the call, resulting in 175mg/dl and 155mg/dl. Reviewed the last 6 blood results in the meter memory: (B)(6), 8:54 am, 75mg/dl; (B)(6), 8:51 am, 82mg/dl; (B)(6), 8:49 am, lo; (B)(6), 9:35 pm, 248mg/dl; (B)(6), 7:46 pm, 120mg/dl; (B)(6), 2:59 pm, 72mg/dl. No adverse event reported.